Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during the procedure, while attempting to wire the ripv, the guidewire became difficult to advance through the farawave catheter and eventually became stuck within the catheter lumen, leaving it unable to be advanced or withdrawn. No tissue was observed at the tip of the catheter or guidewire and the guidewire could not be removed the guidewire as normal, since it was stuck inside the catheter. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that there were no guidewires issues prior to insertion or during preparation, the guidewire was not removed, it remained stuck within the catheter unable to be withdrawn and there were not any other catheter malfunctions identified.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, while attempting to wire the ripv, the guidewire became difficult to advance through the farawave catheter and eventually became stuck within the catheter lumen, leaving it unable to be advanced or withdrawn. No tissue was observed at the tip of the catheter or guidewire, and the guidewire could not be removed as normal, since it was stuck inside the catheter. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during the procedure, while attempting to wire the ripv, the guidewire became difficult to advance through the farawave catheter and eventually became stuck within the catheter lumen, leaving it unable to be advanced or withdrawn. No tissue was observed at the tip of the catheter or guidewire and the guidewire could not be removed the guidewire as normal, since it was stuck inside the catheter. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that there were no guidewires issues prior to insertion or during preparation, the guidewire was not removed, it remained stuck within the catheter unable to be withdrawn and there were not any other catheter malfunctions identified.